Event description:
The manufacturer received information alleging a ventilator inoperative service required code observed related to pressure sensor mismatch errors. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative service required code observed related to pressure sensor mismatch errors. There was no harm or injury reported. The device failed a test step during testing. The machine flow sensor was replaced to address the issue. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and was able to confirm a failure of the machine flow sensor.